Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. Therefore, a lot history review is not required. The ascendra 3 with sapien IFU was reviewed. Device degeneration is a known potential adverse event. Noted under potential adverse events, 'device degeneration'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the provided medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per event description, approximately 9 years, 7.5 months post-implant of a 23 mm sapien valve in the aortic position, the valve required intervention and a sapien 3 ultra was implanted in a valve in valve procedure. The reason for viv was regurgitation and stenosis. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per medical record, patient had hyperlipidemia. Hyperlipidemia has been found to be associated with aortic valve stenosis/calcification and has been found to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests that patient factors (hyperlipidemia) may have contributed to the complaint event. Since no edwards device problems or defects were identified, no CAPA/ scar/ pra are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by a field clinical specialist, approximately 9 years, 7.5 months post-implant of a 23 mm sapien valve in the aortic position, the 23 mm sapien valve required intervention. A sapien 3 ultra was implanted in a valve in valve procedure. The reason for explant was regurgitation and stenosis.